Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had no screen display and did not respond or indicate charging despite being on a charger, and charging hardware was ruled out by basic troubleshooting. Symptoms included no clinical effects, with blood glucose reportedly not impacted. Outcomes included the user reverting to backup diabetes therapy while awaiting a replacement device. Investigation included remote troubleshooting and confirmation that the device did not power on or charge. Investigation of this device revealed a nonfunctional device screen or power subsystem consistent with a device malfunction affecting screen visibility and power behavior. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the display or power component.